Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the storage space failed and had a duplicate address error. Due to the lack of remote support service access for bureau of prisons sites, the attempts were unsuccessful. The customer had been experiencing repeated failures with no resolution and replaced the cubie drawers and drawer 1.1 continuously generated 15 to 18 duplicate cubie pockets. The customer had to delete each pocket twice and reload it to get it to function, which lasted for 2-3 days before failing again. After multiple failed attempts by technical support and field service support to resolve the issue, the drawer was replaced. The storage space was reconfigured, and multiple pockets were recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the storage space failed and had a duplicate address error. The customer reported that the device repeatedly lists multiple failed cubies due to 'duplicate address' errors. The problem was addressed by a field service technician and it's temporary. The customer stated that this malfunction had caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.